Event description:
It was reported that pump had damage to the housing that did not "lock in properly". There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, was out of warranty, and was in process of obtaining new device, and no additional information was received regarding further actions or final outcome.